Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Blood glucose was 200 mg/dl. Reportedly, the customer had a backup method of insulin delivery.